Event description:
It was reported that the ring on the zca shell was loose and identified before use and was not assembled with cup when removed from packaging. An alternate device was used to complete the procedure. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The following sections were updated/corrected updated: b4, b5, d4, d10, g4, g7, h2, h3, h6, h10. The event was confirmed with product received. Visual review of the returned device shows the metal ring and metal axial wire across the spherical surface were not securely attached. During review the pieces freely fell off the liner. There were no fractures noted. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A corrective action was opened to further evaluate the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the ring on the zca shell was broken. An alternate device was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.